Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on the patient, it was observed that the craniotome device was heating up and had missing bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device was evaluated and it was determined that the bearings of the craniotome device were damaged. It was noted that the ball bearings fell apart, balls were missing, casing was not available, and the crani holder was damaged. Therefore, the reported condition was confirmed. It was further determined that the device failed pretest for cutter insertion, lock operation, and visual assessment. It was determined that the reported condition was due to be improper construction and design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as sep 29, 2017 on the initial report. It has been updated as nov 30, 2017. Updated device evaluation: further investigation determined that the reported condition that the bearings were gone was confirmed. However, the reported condition that the attachment device was heating up was not confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment. It was further observed that the neuro-tip leg and the neuro-tip were drilled. During repair it was observed that the bearings were worn out and broken preventing the cutter from being inserted. The assignable root cause of this condition was determined to be component damage due to normal wear over time. It was further determined that the issue with the drilled neuro-tip leg is indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The issue with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. The assignable root cause of this condition was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.